Event description:
This unsolicited device case from united states was received on 31-mar-2016 from a health care professional (physician's assistant). This case concerns a (B)(6) male patient who received treatment with synvisc one injection and later after few days experienced pseudosepsis. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 5rse033 and expiration date: 30-jun-2018) in left knee for osteoarthritis. It was reported that the patient returned to the office multiple times. On an unspecified date in (B)(6) 2016, few days after receiving first injection, patient experienced pseudosepsis. On (B)(6) 2016, the patient came in with excruciating pain. The patient had 70cc of fluid aspirated and sent for analysis. The same day, patient was also injected with soluspan and lidocaine as well as given diphenhydramine hydrochloride (benadryl), naproxen (naprosyn) and oxycodone to take. On (B)(6) 2016, three days later, patient had 60cc of fluid aspirated and sent for analysis. The result showed white blood cell count of 91,883 (units and normal range: not provided). On (B)(6) 2016, patient returned again with a large effusion and a lot of pain. It was reported that the patient was not aspirated that day. The patient was taken to operation room and arthroscopic wash out of the knee was performed. Corrective treatment: arthroscopic wash out, soluspan, lidocaine, diphenhydramine hydrochloride, naproxen and oxycodone. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a health care professional (physician's assistant). This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and later after few days experienced pseudosepsis. No past drugs, medical history, concomitant medication and concurrent condition were reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 5rse033 and expiration date: 30-jun-2018) in left knee for osteoarthritis. It was reported that the patient returned to the office multiple times. On an unspecified date in (B)(6) 2016, few days after receiving first injection, patient experienced pseudosepsis. On (B)(6) 2016, the patient came in with excruciating pain. The patient had 70cc of fluid aspirated and sent for analysis. The same day, patient was also injected with soluspan and lidocaine as well as given diphenhydramine hydrochloride (benadryl), naproxen (naprosyn) and oxycodone to take. On (B)(6) 2016, three days later, patient had 60cc of fluid aspirated and sent for analysis. The result showed white blood cell count of (B)(4) (units and normal range: not provided). On (B)(6) 2016, patient returned again with a large effusion and a lot of pain. It was reported that the patient was not aspirated that day. The patient was taken to operation room (or) and arthroscopic wash out of the knee was performed. Corrective treatment: arthroscopic wash out, soluspan, lidocaine, diphenhydramine hydrochloride, naproxen and oxycodone. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot # 5rse033 expiration date (06/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse033 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2016, there are a total of (B)(4) complaints on file for lot # 5rse033: (1) broken syringe barrel, (1) broken luer-lok hub, (1) leaky syringe, (1) tip breakage, (2) adverse event reports and (1) loose luer-lok hub. Sanofi genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention. Additional information was received on (B)(6) 2016. Ptc number and results were added and text was amended accordingly.